Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a shift check, the autopulse platform (sn (B)(4) did not power on with a fully charged autopulse li-ion battery (sn unknown). The customer did not provide any further information. No patient involvement. Please see the following related MFR report: MFR # (B)(4) for autopulse li-ion battery (sn unknown).

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6) did not power on with a fully charged autopulse li-ion battery" was confirmed during the review of the platform's archive data and functional testing, performed at zoll. The customer did not return the autopulse li-ion battery that was used during the reported event. The root cause of the reported complaint was the damaged/deformed battery connector cable, attributed to user mishandling. During visual inspection, the battery lock, top cover as well as front and bottom enclosures were observed damaged, unrelated to the reported complaint. Based on the photos provided by the zoll service team, the top cover was scratched and heavily chipped with large cracks going around the platform. Cracks and breakages were also observed in the interior of the top cover. Both the front and bottom enclosures were cracked and broken at multiple locations. In addition, the battery lock was bent. The observed physical damages appeared to be the characteristics of harsh impacts due to user mishandling. All the covers and battery lock were replaced to address the issues. A review of the autopulse platform archive was performed, and it showed multiple incidents of under-voltage <18v (unexpected shutting off) around the customer's reported event date, confirming the reported complaint. This warning message was due to the battery not making a proper connection with the autopulse platform due to the damaged/deformed battery connector cable. During functional testing, the autopulse platform failed to power up due to the damaged/bent battery connector cable, confirming the reported complaint. The battery connector cable assembly was replaced to remedy the fault. The autopulse platform subsequently passed a 15-minute functional test with the large resuscitation testing fixture (lrtf), equivalent to a 250-pound patient. Following service, a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).